Manufacturer narrative:
Concomitant medical products: d314trg, crt-d, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was unsuccessful so the lead was capped and replaced. No further patient complications have been reported as a result of this event.